Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tkr surgeon prepared tibial surface for implant. The fixed bearing tibial impactor was correctly inserted onto the impaction handle. Surgeon had also looked at impactor to make sure he had put it onto the tibial baseplate correctly. After a few strikes with the mallet the black impactor completely split down the middle and flew off the impactor handle. Finished base plate impaction with secondary femur impactor. No delay to surgery. Nil adverse effect to patient.